Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic remotely via merlin.net transmission. Upon examination, it was discovered that the implantable cardiac monitor exhibited false episodes of atrial fibrillation. Programming changes were recommended but no changes were made at this time. There were no adverse consequences to the patient.